Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) was performed and no anomalies or anomalies were identified. Review of the complaint history was performed and identified no additional complaints for the part (catalog) or lot combination. Without an opportunity to examine the device, the root cause could not be determined and the event could not be confirmed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "intraoperative or postoperative bone perforation or fracture" . Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 10707/10708. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of clinical study, gk9c vanguard xp early clinical evaluation (395). It was reported that a female patient underwent left knee surgery on (B)(6) 2014. The operative record indicated tibial plateau fractured due to pressure in extension while preparing the patella. It was also reported that the bony island fractured as well. No further information was provided and the patient's outcome is unknown. Attempts to obtain further information were performed, yet no additional information was provided.